Event description:
Caller reported difficulty with pump quick bolus/wake button, requiring multiple presses to activate pump screen. There was no adverse impact to the customer¿s blood glucose level. Cts instructed caller on proper button pressing technique, but the issue persisted, leading to the decision to replace the pump. Customer will continue using the current pump until the replacement arrives.